Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away at his home while wearing the insulin pump. It was stated that the cause of death was as hardening of the arteries and diabetes. It was stated that when the new battery was inserted and error alarm came up. Assisted the customer's wife with clearing the alarm. No further info was provided.